Manufacturer narrative:
This device was returned to omsc for evaluation. As a result of the evaluation by omsc, although the following irregularity was confirmed for this device, the causal relation with the reported event is unknown. Air/water nozzle: scratch like dent; distal end: fine scratches; adhesive around lens: slight deterioration; bending section rubber adhesive: slight deterioration . Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the linear bleeding occurred from the contacted part (lesser curvature), when the subject device were contacted with the gastric mucosa of the patient during the diagnostic procedure using this device. It is unknown whether the user facility completed the intended procedure and the outcome of the patient.